Manufacturer narrative:
Initial 5 of 5: imdrf med. Dev. Problem codes: taken a0603 as code a030208 is not available in database to capture for usage problem identified. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion sets tubing seemed frosted when they were opened events (B)(6) 2026.